Event description:
The customer reported via phone call that the insulin pump had a blank display after it had shown a battery message. The customer stated that there was a battery message and a black circle on the insulin pump, and after he changed the battery, the display went blank. The customer's blood glucose was 202 mg/dl. The customer did not observe any physical or moisture damage to the device. Upon troubleshooting, the display did not return with a battery replacement. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display was noted and the lcd board was normal. The insulin pump was also received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.